Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2009. According to the complaint, the patient experienced pain, continued incontinence, extreme pain, erosion of her internal body tissue, continual bladder and urethra infections, and other permanent injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.